Event description:
Pt reported that their spouse discovered them thrashing around in bed. The spouse attempted to get the pt to drink orange juice or ingest glucose, but was unsuccessful. Paramedics were called; they gave the pt glucagon. Pt's blood glucose tested as 40 mg/dl in the ambulance. Pt was given an unspecified IV at the hosp, and was released from the hosp a few hours later.